Event description:
Hcp having problems with the pt programmer. Not able to adjust the stimulation. Pt getting triple beeps going up and down, reviewed this could signify a por and to have device checked. Loss of stimulation with no known accident or incident related to the complaint. Later info from hcp reports whole system removed due to infection. No injury to pt.

Manufacturer narrative:
(B) (4).